Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned instrument found it had fractured and separated at the 40mm depth grove indicator. A previous investigation for this type of event found that the instrument failed due to excessive lateral bending/fatigue stress related either to the patient or clinical factors/circumstances.

Event description:
The probe broke while advancing it into the l5 pedicle. The event caused no patient harm.